Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00775. A perigee was implanted to treat pelvic organ prolapse, the date of implant was not provided. Plaintiff's attorney has alleged that the "plaintiff has suffered severe permanent bodily injuries and significant mental and physical pain and suffering," "severe adverse reaction," and "severe medical problems." It was also alleged that , "as a result of having the products implanted," the plaintiff has undergone corrective surgery and hospitalization, and extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repar pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis spine, and the vagina, and operations to remove portions of the female genitalia.